Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a continuous glucose monitoring (cgm) inaccuracies on the g5 mobile application, compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted in the buttocks on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/01/2016. Complaint for inaccurate readings was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed testing. A pairing test was performed and the test failed. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.